Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ excessive pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("anyone had essure removed still suffer of stomached bloating"), inflammation ("inflammation from pet fibers"), allergy to metals ("sensitivity to nickle") and genital haemorrhage ("excessive bleeding") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure (lost tubes and utreus), hysterectomy). At the time of the report, the pelvic pain, inflammation, allergy to metals and genital haemorrhage outcome was unknown and the abdominal distension and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, genital haemorrhage, inflammation, pelvic pain and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events added: excessive bleeding, reporter information were updated. Medical device removal event was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("anyone had essure removed still suffer of stomached bloating"), inflammation ("inflammation from pet fibers"), pelvic pain ("pain") and allergy to metals ("sensitivity to nickle") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure (lost tubes and utreus), hysterectomy). Essure was removed on (B)(6)2018. At the time of the report, the medical device removal, inflammation, pelvic pain and allergy to metals outcome was unknown and the abdominal distension and weight increased was resolving. The reporter considered abdominal distension, allergy to metals, inflammation, medical device removal, pelvic pain and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new events inflammation nos, pelvic pain female, reaction to essure micro insert due to nickel allergy were added. New reporter was added. On (B)(6)2020: new reporter was added. Fu 6, 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("anyone had essure removed still suffer of stomached bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : abdominal distension, medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ excessive pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("anyone had essure removed still suffer of stomached bloating"), inflammation ("inflammation from pet fibers"), allergy to metals ("sensitivity to nickle"), genital haemorrhage ("excessive bleeding"), arthralgia ("still having lots of joint pain"), night sweats ("night sweat") and migraine ("migraines") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure (lost tubes and utreus), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, allergy to metals and genital haemorrhage outcome was unknown, the abdominal distension and weight increased was resolving, the arthralgia had not resolved and the night sweats and migraine had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, genital haemorrhage, inflammation, migraine, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ excessive pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("anyone had essure removed still suffer of stomached bloating"), inflammation ("inflammation from pet fibers"), allergy to metals ("sensitivity to nickle"), genital haemorrhage ("excessive bleeding"), arthralgia ("still having lots of joint pain"), night sweats ("night sweat") and migraine ("migraines") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure (lost tubes and uterus), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, allergy to metals and genital haemorrhage outcome was unknown, the abdominal distension and weight increased was resolving, the arthralgia had not resolved and the night sweats and migraine had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, genital haemorrhage, inflammation, migraine, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("anyone had essure removed still suffer of stomached bloating") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: information received via social media. Event" I gained 30 lbs. The first 2 years" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("anyone had essure removed still suffer of stomached bloating") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension and weight increased was resolving. The reporter considered abdominal distension, medical device removal and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event weight gain outcome added as recovering/ resolving. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ excessive pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("anyone had essure removed still suffer of stomached bloating"), inflammation ("inflammation from pet fibers"), allergy to metals ("sensitivity to nickle"), genital haemorrhage ("excessive bleeding"), arthralgia ("still having lots of joint pain"), night sweats ("night sweat") and migraine ("migraines") and was found to have weight increased ("I gained 30 lbs the first 2 years"). The patient was treated with surgery (surgery to remove essure (lost tubes and utreus), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, allergy to metals and genital haemorrhage outcome was unknown, the abdominal distension and weight increased was resolving, the arthralgia had not resolved and the night sweats and migraine had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, genital haemorrhage, inflammation, migraine, night sweats, pelvic pain and weight increased to be related to essure. The reporter commented: she got my essure when she was 43 year old. Concerning the injuries reported in this case, the following ones were reported via social media report : weight gain, abdominal distension, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: social media report received : events- "still having lots of joint pain, night sweat, migraines", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('4 months post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("anyone had essure removed still suffer of stomached bloating"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the abdominal distension was resolving. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: abdominal distension, medical device removal no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.